Event description:
It was reported by service report that there were no functions on the bed. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Bed has no function. The service technician confirmed that the bed was working to specification at the time of inspection.